Event description:
The customer alleges that the coating of the slick stylet cracked when preparing to use with the endotracheal tube. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.